Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer was treated with insulin pump. Customer did not report any symptoms related to high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. The customer stated that the buttons were non responsive as well as the insulin pump was rewinding more than once. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. Unit passed self test.